Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021, after initial implant date.

Event description:
It was reported that the patients stimulation was no longer adequate and lost coverage of the right side due to patients paddle lead migrated slightly. No device malfunction was suspected. The patient underwent a revision procedure wherein the paddle lead was put back to the proper location. The patient was doing well postoperatively.